Manufacturer narrative:
Surgical intervention code added to impact code table.

Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure it was noted that the patient had a baseline pericardial effusion that measured to be 4-5mm in size. The patient was also noted to have a shortness in breath and in a state of dyspnea. The procedure was still performed. During the procedure the closure device was partially recaptured 3 times before finally being in an acceptable position. All the release criteria were met and the device was released from the core wire. The procedure was completed successfully with the closure device implanted in the laa of the patient. The next day a transthoracic echocardiogram was performed and the pericardial effusion was steady and unchanged. The patient was found to be in a continued state of dyspnea and was admitted for a week into the hospital to try and alleviate these symptoms. On (B)(6) 2021, a CT scan was performed and the patient was found to have a 10 mm pericardial effusion. The physician was notified and no intervention was done at the time. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, the patient presented to the hospital with a shortness of breath. It was decided the patient was in cardiac tamponade and a pericardial window was performed. The patient is expected to make a full recovery following these events.

Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure it was noted that the patient had a baseline pericardial effusion that measured to be 4-5mm in size. The patient was also noted to have a shortness in breath and in a state of dyspnea. The procedure was still performed. During the procedure the closure device was partially recaptured 3 times before finally being in an acceptable position. All the release criteria were met and the device was released from the core wire. The procedure was completed successfully with the closure device implanted in the laa of the patient. The next day a transthoracic echocardiogram was performed and the pericardial effusion was steady and unchanged. The patient was found to be in a continued state of dyspnea and was admitted for a week into the hospital to try and alleviate these symptoms. On (B)(6) 2021 a CT scan was performed and the patient was found to have a 10 mm pericardial effusion. The physician was notified and no intervention was done at the time. The patient was discharged on the (B)(6) 2021. On (B)(6) 2021 the patient presented to the hospital with a shortness of breath. It was decided the patient was in cardiac tamponade and a pericardial window was performed. The patient is expected to make a full recovery following these events.